Manufacturer narrative:
The lead was cut into two parts in the returned state. The distal and proximal sections were available for analysis, however, a third fragment was missing between the two parts. The available fragments were thoroughly examined visually and electrically. The visual inspection showed signs of abrasion along the lead fragments. In the distal section, the insulation was damaged due to fraying. This damage can with high probability be regarded as the cause for the interference signals and the resulting shock deliveries.the position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis.there were no indications of material defects or manufacturing errors.there were no indications of a device malfunction.

Event description:
Ous MDR - after an implantation time of about 28 months, oversensing with inappropriate shock deliveries was reported. The ICD and the lead were explanted and returned to biotronik for analysis.